Event description:
A us distributor reported that a patient was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages/add gel messages) has been confirmed. Upon investigation the electrode belt ecgs were non-functional. The cause for failure was isolated to all the ecgs were severed and cut. The root cause for the missing trunk cable was physical abuse. No adverse event resulted from the damaged belt.